Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded once and the load was checked using visual, tactile and fluoroscopy methods. Fluoroscopy revealed an overlap to below the fourth node. No misload was identified. Pre-implant balloon aortic valvuloplasty (bav) was performed using a 25 millimeter (mm) non-medtronic (z-med) balloon using hand controlled inflation. After initial deployment, the valve was recaptured once to adjust positioning. On the second deployment attempt, the valve was under expanded and visible valve overlap was noted. The valve was recaptured and withdrawn from the patient. A new system was used to complete the procedure. It was noted that the target implant depth was 3mm. The patient¿s annulus perimeter measured 27.3mm with an area of 26.5mm2. An attempt was made to use the cuspal overlap technique and to align the commissures. No adverse patient effects were reported.